Event description:
It was reported that during a venous stenting procedure, a stent dislodgement occurred. The lesion was located in the tortuous superior vena cava (svc). An 0.35 inch guide wire was used to canulate the ostium, and the express biliary ld premounted stent delivery sys (sds) was advanced to the lesion. However, the stent became dislodged in the svc. The physician used a snare to retrieve the stent without difficulty. The procedure was completed with the placement of another MFR's stent. No further pt injuries or complications were reported. Pt status is listed as "fine".

Manufacturer narrative:
.